Manufacturer narrative:
H4: the lot was manufactured april 18, 2023 - april 20, 2023 h10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaked while connecting it with the 5-fluorouracil. This occurred during setup/preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter postal code (B)(6). Should additional relevant information become available, a supplemental report will be submitted.